Manufacturer narrative:
The customer replaced the cpu pcba board and enabled the encryption codes successfully which resolved the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the cpu pcba board was the cause of the reported issue.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device showed a check vent backup alarm failed error message. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended replacing the user interface (ui) pcba on the device. The customer stated that they would order a (ui) pcba and a central processing unit (cpu) pcba to correct the reported problem and would repair the device themselves. The investigation is ongoing.